Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) declared the elective replacement indicator (eri). There is concern of premature battery depletion.